Event description:
Note: date of event is unk. On january 30, 2009, a boston scientific employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction", by m. Mutignani, et al. According to the article, the wallflex enteral duodenal stent was used in a combined endoscopic stent insertion. Within seven days after stent insertion, the pt experienced acute cholecystitis. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
The device manufacture date and expiration date are unk since the lot number is unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.